Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they received a no delivery when they changed the site. They took it apart and changed the tubing but they received the alarm again. The caller did not have the insulin pump with her at the moment of the call. The caller reported that the customer had experienced a high blood glucose level of 480 mg/dl during the morning. The customer took an insulin shot. The customer was at home and disconnected from the insulin pump. Troubleshooting was performed. The caller reported that the event was resolved by changing the complete reservoir and infusion set. They did not have the product to return.